Manufacturer narrative:
According to the facility, on (B)(6) 2026, a pediatric rapid response was initiated at 0430 due to increased oxygen needs and extreme lethargy in the patient being hospitalized for rsv and acute respiratory failure. The ICU rn suggested trying a face mask to improve saturations. When rt arrived, it was noted that the o2 bubbler was not working properly (interruption of oxygen being delivered). A new bubbler was obtained and resulted in improvement in o2 status. The oxygen bubbler was found to not be punctured, although pieces of plastic were broken off appropriately and oxygen had been connected appropriately. Patient has been since discharged home. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2026, a pediatric rapid response was initiated at 0430 due to increased oxygen needs and extreme lethargy in the patient being hospitalized for rsv and acute respiratory failure. The ICU rn suggested trying a face mask to improve saturations. When rt arrived, it was noted that the o2 bubbler was not working properly (interruption of oxygen being delivered). A new bubbler was obtained and resulted in improvement in o2 status. The oxygen bubbler was found to not be punctured, although pieces of plastic were broken off appropriately and oxygen had been connected appropriately.